Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose, the insulin pump had a blank display and received an unexpected restart alarm. The customer's blood glucose was 435 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the insulin pump might have been exposed to sweat. The customer stated that they were using the recommended battery. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that they changed the battery but the insulin pump will not power up. The customer performed troubleshooting for the battery cap but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.